Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that a cable which connects the therapy pcb to the therapy connector had a loose connection. After reconnecting this cable completely, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the customer's device had logged an event code and during testing, the device stated "cannot charge" when attempting to charge defibrillation energy. This was observed during testing and there was no patient use associated with the reported failure.